Event description:
The patient started having increased pain on his right side, and noticed the stimulation no longer worked on his right side; lack of efficacy on right side. The patient denied falls or trauma. Impedance measurements on the right lead showed all greater than 10,000 ohms. X-ray showed a fractured extension. The patient underwent a revision on (B)(6) 2015. The physician attempted to replace the extension, however, the impedances weren¿t falling within normal limits. The new extensions were not easily placed into the stimulator, creating abnormal impedance measurements. The physician decided to replace the leads. The issue resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708120, serial# (B)(4), product type: extension. Product ID: 3708120, serial# (B)(4), product type: extension. Product ID: 3708120, serial# (B)(4), product type: extension. (B)(4).